Event description:
It was reported that the patient experienced muscle stimulation every hour. No intervention or additional information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).